Manufacturer narrative:
The moray micro forceps is intended to sample tissue from lesions that can occur within and outside the gastrointestinal tract (e.g. Pancreas). Us endoscopy received a report of a patient who was hospitalized after an endoscopic procedure which included the use of the moray micro forceps for sampling a pancreatic cyst. The patient had known history of acute pancreatitis and pancreatic cyst. A 19ga fna needle was used to access the cyst and then the moray device was introduced through the needle. Tissue sampling was completed with no report of procedural complication and no report of device malfunction. The patient was hospitalized for treatment of a mild case of pancreatitis. The physician reports the patient is doing fine. There was no report of device malfunction or procedural complication, and the patient history indicates a patient related condition. The device was discarded by the user and the lot number was unknown. This report will be updated if further information becomes available. Device discarded by user.

Event description:
The moray micro forceps is intended to sample tissue from lesions that can occur within and outside the gastrointestinal tract (e.g. Pancreas). Us endoscopy received a report of a patient who was hospitalized after an endoscopic procedure which included the use of the moray micro forceps for sampling a pancreatic cyst. The patient had known history of acute pancreatitis and pancreatic cyst. A 19ga fna needle was used to access the cyst and then the moray device was introduced through the needle. Tissue sampling was completed with no report of procedural complication and no report of device malfunction. The patient was hospitalized for treatment of a mild case of pancreatitis. The physician reports the patient is doing fine.